Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial#: unknown, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: unknown, date of event is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was having gastroparesis issues and one of the leads was no longer working. The doctor changed the settings and the patient went home, but after a few days the settings were no good. This was noted to be a gradual change in therapy/symptoms and started maybe three months prior to the report. No further complications were reported or anticipated.